Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed a pump stop associated with a driveline disconnect event. A specific cause for this event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the patient was found deceased on (B)(6) 2021. It was believed the driveline was disconnected. Interrogation of the patient¿s implantable cardioverter defibrillator (ICD) revealed ventricular fibrillation (vf) at approximately 01:00. Upon arrival of emergency medical services (ems) hours later, the driveline was reconnected. The submitted controller event log file contained data from (B)(6). On (B)(6) 2021 at 00:50:41, the driveline was disconnected, causing the pump to stop. This event was associated with driveline disconnect, lvad off, and low flow alarms. The driveline was reconnected at 07:52:42, and the pump ramped back up to the set speed. Following the driveline reconnection, the file captured a continuous low flow alarm for the remainder of the file. Of note, however, it was reported that the patient was found deceased. All external power was disconnected from the controller at 08:19:45, followed by the disconnection of the driveline at 08:19:54. Prior to the driveline disconnection event, the pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 left ventricular assist system patient handbook are currently available. Section 1 "introduction" of this IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was found deceased on (B)(6) 2021. It was believed that the driveline was disconnected. Ventricular fibrillation was noted at 3 am upon interrogation of implantable cardioverter-defibrillator. It was also noted that the patient had an oversewn aortic valve. The driveline was reconnected at ~ 0750 by emergency medical services. Log file analysis captured a few power advisories at 11:17 pm on (B)(6) 2021 that were due to normal battery depletion. On (B)(6) 2021 the driveline was disconnected from the patients controller at 12:50 am and was not reconnected until 7:52 am in the morning. Upon restart the pump flow was only briefly above 2.0 liters per minute. The driveline was disconnected again at 8:19 am and the controller was powered off. There were no other unusual events recorded in the log file event history.